Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2017 with the following findings:. A call service 069 (cs69) alarm was reproduced during the rewind step; the alarm was unable to be resolved. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box. The error is resident to flash chip (u39) component. The failure is under investigation under CAPA# (B)(4). Unrelated to the complaint, the display screen contrast is dim and reddish. Additionally, the battery compartment is cracked from the threads down to the case seal on the side. Finally, the display lens is cracked in the gray area of the pump screen.